Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found insulation abrasion at 12.7 cm to 13.2 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device. (B)(4). (B)(6).

Event description:
It was reported that there was a complaint of noise in 2009. Analysis showed malfunction on the lead upon return.